Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements above 100 ohms. Technical services (ts) was consulted and upon case review, indicated that this lead exhibited high impedance measurements already at time of implant. The historical measurements demonstrated a stable decreasing pattern, not consistent with calcification. Ts recommended that no lead replacement was required given the data results. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this rv lead exhibited high out of range shock impedance measurements above 125 ohms. Ts advised to closely monitor this patient and provided guidance regarding replacement when impedance measurements exceed 150 ohms. No adverse patient effects were reported. This rv lead remains in service at this time.